Event description:
Event summary: it was reported that the patient's system controller was damaged and worn. The power cords on the controller were brown-yellow, and the led screen was 'burnt-out'. The patient was also getting intermittent power loss alarms. Log files were submitted for review and captured some low power events and possible connection issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported events of damage to the system controller, damage to the system controller lcd screen, and discoloration of the system controller power cables were not confirmed. The reported event of intermittent low voltage alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The log file captured intermittent low voltage advisory, low voltage hazard, and power cable disconnect alarms that were not associated with routine battery depletion or true power cable disconnections from (B)(6) 2024 at 12:31:07 to (B)(6) 2024 12:47:59 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the system controller was exchanged and if doing so resolved the issue, if any products will be returned for analysis, and if any photos of the damage to the controller and discoloration were available for review; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18nov2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisory, low voltage hazard, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.